Event description:
The spouse of (B)(6) old male patient contact zoll customer support, on (B)(6) 2013, to report that she found the patient at the foot of the stairs and that he had been treated. A zoll territory manager (tm) contacted zoll customer support, on (B)(6) 2013, to report that the patient had fallen down the stairs and was being hospitalized for severe cerebral hemorrhaging. The tm also reported that the patient was no longer wearing the device. The patient passed away on (B)(6) 2013.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4), and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon evaluation. The treatment analysis concluded that the patient received eighteen appropriate shocks and two inappropriate shocks during eighteen episodes of vt/vf within a single 24-hour period. Eighteen out of twenty arrhythmias were successfully converted to a slower rhythm; arrythmia six and twenty self-converted to a regular rhythm right before the pulse was delivered. The twentieth treatment converted vt to a sinus rhythm at 80 bpm with pvcs. The response buttons were pressed after treatments six and eight. As the response buttons were not used during any of the events it is likely the patient was unconscious during the treatments. The patient passed away on (B)(6) 2013. Device manufacture date: sn (B)(4): 05/2013, sn (B)(4): 03/2013. Usage of device: sn (B)(4): initial use, sn (B)(4): reuse.